Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the device turning off on its own was not indicated, but the issue was not yet resolved. The cause of the por was unknown, but the most likely cause was the fall. The issue was not yet resolved. The fall's effect on the device was unknown. The hcp also mentioned that the patient was seen on (B)(6) 2022 and it was reported that they had vaginal discomfort and pressure. They were treated with medication. The patient reported that they increased the settings on their device around the time that their symptoms began. They discussed changing back to their previous setting and reassessing. On (B)(6) 2024 the patient reported that since implant their luts had essentially completely resolved, however they had a fall in (B)(6) 2024 and the device had not seemed to work since. They had an x-ray and there were no significant findings. The elected to proceed with an explant of their system. They will get a new implant once they recover.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they took a fall at the end of june and since then their device has turned itself off 3 times. Patient said when they go into the settings on the app, they see a por (power on reset) message. Patient also said they used to be able to go a couple weeks without charging and it would still work fine. The caller stated that they charged earlier this week until the ins was fully charged and then a couple days later it had shut itself off. Agent asked, patient said they have not had any adjustments made to their therapy. Patient mentioned they were in a ton of pain right now and the therapy is not as effective as it used to be. Pss reviewed por message with the caller. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that ex[pant date still to be determine